Event description:
The physician was using an endeavor sprint over the wire (otw) drug-eluting stent for treatment of a lesion in the distal lcx. The v essel was highly calcified with mild tortuosity and 20 % stenosis. As the physician was advancing the device the stent came off the balloon. The physician was able to insert a balloon into the dislodged stent and deploy it in the proximal lcx. The patient was fine post procedure and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. The lesion was pre-dilated.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent dislodgement), patient's condition affected effectiveness of device (highly calcified and tortuous), none (device not received for evaluation). Conclusion results: device failure/lack of effectiveness related to patient condition (highly calcified and tortuous).